Manufacturer narrative:
(B)(4). Date sent: 1/23/2023. D4 batch #: v95r63. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the inner tube detached from the shaft sheath. No electrode tip detached was noted. Therefore, functional testing could not be performed, as the shaft could not be connected with the test handle. A manufacturing record evaluation was performed for the finished device batch v95r63, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue.

Event description:
It was reported that during an unknown procedure the device broke off from eph. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: u93l4x. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.